Event description:
This is report 1 of 5 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient experienced peritonitis and was hospitalized for the event. The patient had not recovered from this peritonitis event. Additional information is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h12k12017 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). Same patient as (B)(4). The device is not available for evaluation. Should any additional relevant information become available, a supplemental report will be submitted. The occurrence date in this event is unknown; however, it is known that the patient was hospitalized for the peritonitis event in (B)(6) 2013. Dianeal pd4 ambuflex, homechoice, unknown transfer set, 12 foot extension set with easylock connector, minicap, flexicap.